Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure "the scope sparked/smelled smoke" was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: debris fluid inside socket air tubing. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the customer complaint is traced to component failure and for the additional finding is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the xenon light source had scope sparked when plugged in and smelled smoke. The issue was identified during device inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.